Event description:
It was reported to philips that the system did not startup. The device was not in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirm that the system failed to start up. Review of the system log file showed that there was malfunction in pc hardware. Upon troubleshooting fse found that suite pc was defective; black led was off. The defective suite pc was returned to philips for further analysis and found that the failed component was hard disk drive bay. To resolve this issue, fse replaced suite pc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). The codes were updated based on the investigation outcome.